Manufacturer narrative:
The doctor reported that when a patient returned to his office in (B)(6) 2010, he discovered that the patient's crown which had previously been placed with maxcem elite in 2006, had come loose. The doctor reported that the tooth had decayed at the enamel margins where the bond around the crown had failed. The doctor provided no further information regarding the patient's current condition. Neither a part number or lot number was identified and no product was returned; therefore, no further investigation is possible as to the exact cause of the debond. The doctor did state, however, that he was not aware of the step to allow maxcem to sit undisturbed for 90 seconds before light curing, as indicated in the maxcem technical guide included with the maxcem product packaging. It may therefore be concluded that the debonds were the result of the customer's failure to follow manufacturer's instructions.

Event description:
On january 19, 2011, a doctor reported that in 2006 fifteen (15) patients experienced the debonding of restorations that had been placed with maxcem. This MDR is the first of fifteen reports.